Event description:
A customer reported experiencing sticky buttons with their device. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support, and no additional information regarding the outcome was obtained.